Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Event description:
Boston scientific crm received information that a red alert was detected by the latitude system from this implantable cardioverter defibrillator (ICD) due to a low right ventricular (rv) pacing impedance measurement. It was noted that this impedance measurement had been trending down since approximately two months ago. Additional information was provided that there were multiple additional red alerts delivered for low rv pacing impedance measurements. There was also noise and oversensing noted on the rv channel that resulted in pacing inhibition. No adverse patient effects were reported. Another red alert was detected by the latitude system due to a low rv pacing impedance. A technical services (ts) consultant discussed that the clinical event needed to be cleared and discussed evaluating for the low impedance. Additionally, the clinic was notified of all the additional red alerts and the alert was dismissed. Ts discussed the option of the clinic not receiving the red alerts for this measurement since it was chronically low; however, the clinician wanted to keep receiving the alerts. It was noted that the clinic was waiting to address the issue in the future. It was also noted that the physician would continue to monitor the patient until the device replacement. Additional information was provided that a red alert was detected due to low shock lead impedances of less than 20 ohms. It was noted that the shock impedances increased to approximately 30 ohms. The rv pacing impedance was still noted to be low. It was noted that the physician was continuing to monitor this patient until a plan was in place. To date, there have been no reported adverse patient effects related to this clinical observation.